Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Patient demographics requested however not provided.

Event description:
It was reported that the tubing separated above the pumping segment during an unspecified chemo infusion at a rate of 100ml/hr. The event occurred in the cancer clinic. Although requested, no further details were provided by the customer for this event.

Event description:
It was reported that the tubing separated above the pumping segment during an unspecified chemo infusion at a rate of 100ml/hr. The event occurred in the cancer clinic. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
The customer complaint of tubing separated above the pumping segment was confirmed. Photo provided by the customer observed that the silicone pumping segment was completely separated from the upper fitment. The root cause of this failure was not identified as no product was returned.